Event description:
The hcp reported a pt's pump was explanted and replaced due to a pump stall; the pump was not infusing medication. The hcp noted pump reservoir volume discrepancies. The pt experienced an increase in their pain. The pt recovered from surgery without sequela. The drug contained in the pt's pump was morphine sulfate (50 mg/ml) delivered at 4 mg/day.